Manufacturer narrative:
The device was received undeployed. The data presented timeouts and a drive stall. The drive stall caused the device to complete first and second primes earlier than expected. The device was reset and rerun, and the rerun data presented no anomalies. The cause of these timeouts could not be determined. The drive stall can be attributed as the cause of the needle's failure to deploy.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.